Manufacturer narrative:
(B)(4). Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The dentist installed the dental implant after its expiration date.

Event description:
(B)(4) ¿ the dentist reported that 2 months after the dental implant was installed in patient's mouth, its non-osseointegration was observed. In addition, the patient presented insufficient bone quantity/quality (bone type IV) and bone graft was executed.